Event description:
A plate, implanted in 2003 broke post-operative. The plate was implanted in a salvage procedure for a failed sho cable plate. Pt was reportedly kept non weight bearing for four months. During a routine followup visit the plate was noted to be broken, most of the long spiral fracture had healed except for the medial buttress just above the condylar flare. Plate was removed in 2004.